Manufacturer narrative:
(B)(4). It has been indicated by the customer that the product will not be returned to zimmer biomet for investigation as the location of the product currently remains unknown. Concomitant medical products - 2.2mm x 28 guide wire catalog #: 8092-22-028 lot #: e2pag7, unknown trauma fixation screw catalog #: ni lot #: ni, versanail tibiotalocalcaneal ankle fusion nail catalog #: 800710025 lot #: dlncl1. Multiple MDR reports were filed for this patient; please see associated reports: 0001825034-2014-00546, 0001825034-2017-02592, 0001825034-2018-03393.

Event description:
It is reported that the patient experienced pain and malunion, first noted approximately two months following removal of a migrated distal screw. Subsequently, patient underwent an ankle fusion nail revision due to pain and delayed union approximately 1.5 years post-implantation. All components were removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of operative records. The device history records were reviewed by a supplier and no discrepancies were identified. Operative records provided confirm that the patient underwent an ankle procedure to remove the intramedullary rod and locking screws due to painful hardware. The procedure was completed successfully with no complications. Based on the limited information provided, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.